Manufacturer narrative:
Section b2 death date of initial MDR report #0003015876-2020-00434 indicates: blank field section b2 death date of initial MDR report #0003015876-2020-00434 should indicate: on (B)(6) 2020.

Event description:
The customer contacted physio-control to report that their device didn't deliver shock in three shocks attempts. There was patient involved in the reported case. Patient didn't survive.

Event description:
The customer contacted physio-control to report that their device didn't deliver shock in three shocks attempts. There was patient involved in the reported case. Patient didn't survive.

Manufacturer narrative:
Section b3 event date of the initial medwatch report indicated: (B)(6) 2020. Section b3 event date of the initial medwatch report should indicate: (B)(6) 2020.

Manufacturer narrative:
Section additional mfg narrative of the supplemental medwatch report indicated: the electronic patient record from the reported event date was downloaded and reviewed by a stryker customer quality engineer. Multiple instances were observed where the device completed charging but was not followed by a shock. This verified the reported issue. It was observed that the charge button on the customer's hard paddles was missing. After replacing hard paddles,proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue is due to the missing charge button on the customer's paddles. Section additional mfg narrative of the supplemental medwatch report should indicate: the electronic patient records were reviewed for both the event date (B)(6) 2020 and the testing performed the following day ((B)(6) 2020). The reported event was verified through the review. In the patient file, three shocks were observed at 79j. There are five instances where the device completed charging but no subsequent shock was delivered. The impedance during the shocks were low at 3 ohms. Due to the low impedance the energy was reduced to protect the device. The low impedance indicates that the shocks were delivered when the paddles were not touching the patient. The electronic patient record file for the testing performed the day after the event was reviewed. Five shocks were successfully delivered at both 79j and 250j. In the two instances that 79j were delivered, the impedance is at 3 ohms indicating that the paddles were still in the wells or the shock was provided into open air. The user indicated that the tests did not identify any device malfunction. The root cause of the reported issue is most likely a user error but is unable to be confirmed.

Event description:
The customer contacted physio-control to report that their device didn't deliver shock in three shocks attempts. There was patient involved in the reported case. Patient didn't survive.

Manufacturer narrative:
The electronic patient record from the reported event date was downloaded and reviewed by a stryker customer quality engineer. Multiple instances were observed where the device completed charging but was not followed by a shock. This verified the reported issue. It was observed that the charge button on the customer's hard paddles was missing. After replacing hard paddles,proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue is due to the missing charge button on the customer's paddles.

Event description:
The customer contacted physio-control to report that their device didn't deliver shock in three shocks attempts. There was patient involved in the reported case. Patient didn't survive.

Manufacturer narrative:
The customer informed physio-control about patient details and no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control performed a clinical review and determined device contribution to the reported adverse event is unknown. Catalog number reads unk_smp, catalog number should read 99402-000084.

Event description:
The customer contacted physio-control to report that their device didn't deliver shock in three shocks attempts. There was patient involved in the reported case. Patient didn't survive.